Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with the monopolar cautery instrument. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument broke while grasping tissue, the issue involve limited or imprecise motion. The instrument was identified with a broken conductor wire. Two broken where the tip is attached. One is broken on the shaft where instrument is welded together.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mcs was found to have a broken main tube approximately 370.71mm from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. Visual inspection was performed and the conductor wire was not broken. No damage to the electrical contacts was observed. An in-house hook accessory was installed and the electrical continuity was performed and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to the in-house erbe generator and passed energy recognition. Energy delivery was tested and passed in various grip orientations. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch and yaw direction. The grip tips had limited motion due to the broken main tube observed. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instrument. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.